Manufacturer narrative:
Additional information was received that the patient's lead showed high impedances.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not feeling stimulation on the left side of his body. The patient underwent a lead revision procedure wherein the physician replaced one lead. Device malfunction was suspected. The patient reportedly got good coverage after the procedure.

Event description:
A report was received that the patient was not feeling stimulation on the left side of his body. The patient underwent a lead revision procedure wherein the physician replaced one lead. Device malfunction was suspected. The patient reportedly got good coverage after the procedure.